Event description:
Smoke noticed from disposable suction irrigator. (B)(6) stated that irrigator was dripping while not in use, attempted to reposition device at which point we all witnessed smoke from handheld portion of the device. Irrigator was removed from the room, no harm to patient or staff.